Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation under the back therapy electrode pads. The irritation was described as red, itchy skin. The patient's doctor instructed the patient to use a mix of benadryl, neosporin, and cortisone cream on the irritation. After using the mix of benadryl, neosporin, and cortisone cream, the patient reported that the irritation improved.